Event description:
Boston scientific crm received information that during a lead revision procedure, the distal setscrew was difficult to unscrew on this pacemaker. The device was removed, replaced, and returned for analysis. The lead was another manufactures. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Analysis found a piece of lead body insulation lodged between the ventricle connectors in the ventricle lead barrel. All setscrews moved freely and operated normally. Device interrogation revealed a battery status of good. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed. Analysis testing could not confirm the reported distal setscrew issue as all setscrews moved freely and operated normally.